Event description:
Da vinci shears stopped articulating correctly. Instrument was removed from sterile field and examined. It was found after removing the protective removable sheath from the distal end that the instrument shaft had broken. No pieces were observed, missing nor did any loose pieces of the body/shaft fall out after sheath removal.